Event description:
Reference number (B)(4) event occurred in australia. It was reported that patient faced infusion set leakage and bent canuula event on (B)(6) 2025. The leakage was coming out of the cannula. The infusion set was in use for few hours. No further information available.

Manufacturer narrative:
E1: patient city: (B)(6) patient country: australia.